Manufacturer narrative:
Concomitant product(s): microclave valve. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they noticed lipids leaking from the microbore tubing where it was connected to the nonbd connector while connected to a patient. There was no patient harm.